Event description:
It was reported that during in clinic follow up, this pacemaker exhibited oversensing of noise. Review of the device data revealed the episodes occurred while the patient underwent an unrelated procedure. This device remains in service. No adverse patient effects were reported.